Event description:
It was reported that smartsite needle-free connector had flow issues and was occluded. This occurred on 22 occasions. The following information was provided by the initial reporter: removed connector - unable to flush through connector. Able to flush cannula. Connector issue not a cannula issue.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 20106406. D.4. Medical device expiration date: 10/30/2023. H.4. Device manufacture date: 10/13/2020. H.6. Investigation: twenty-two 2000e-04 samples from lot 20106406 were received for investigation; one sample was received in open packaging and nineteen samples were received in sealed packaging. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106406 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsites. CAPA#1998036 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20106406. Medical device expiration date: 2023-10-30. Device manufacture date: 2020-10-13. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector had flow issues and was occluded. This occurred on 22 occasions. The following information was provided by the initial reporter: removed connector - unable to flush through connector. Able to flush cannula. Connector issue not a cannula issue.